Event description:
Surgeon was performing a diagnostic laparoscopy. He had inserted the trocar into the abdomen with no problems. When the surgeon went to attach the co2 tubing to the trocar, the connector on the trocar broke off when the surgeon was twisting it on. The trocar was pulled out of the patient immediately and a new trocar was inserted. No pieces of the connector that broke off entered the patient. This was a reprocessed trocar.